Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the transaction history records were reviewed for the alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in september of 2013. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing processes. This instrument has not been returned for review or evaluation, but customer provided pictures shown a 137081 applier and it appears that the tips could be slightly misaligned with each other in closed position. We are unable to determine what may have caused the alleged defect or fully validate the alleged complaint. All 90 instrument from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the tip of the open appliers according to the users are that they are not fully aligned. [The user] stated that the tip crosses over". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the tip of the open appliers according to the users are that they are not fully aligned. [The user] stated that the tip crosses over". No patient involvement reported.